Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
During maintenance of the ventilator performed on-site by our field service engineer presence of liquid spill on the control printed circuit board (pcb) was found. A visual inspection confirms the reported corrosion/liquid spill problem. The customer decided not to repair the ventilator. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to environmental conditions.